Event description:
Customer reported via phone, she was attempting to bolus and the insulin pump malfunction. The arrows buttons were not responding as it scrolled up to the max units and was unable to exit the screen. Customer's blood glucose was 120 mg/dl. She was outside in the yard and maybe the device was exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the battery tube threads, minor scratched lcd window and with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.